Event description:
The patient was seen at the implant center for device evaluation in 2001. Testing conducted at the center demonstrated patient's system was no longer functioning. Revision surgery has not yet taken place. The patient will be reimplanted with another clarion device.